Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "half a year ago". The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "there was bacteria at the entrance of the transfer set". It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified anti-inflammatory drug for the event. The patient was recovered from the peritonitis event. At the time of this report, pd therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Correction to previously reported h10 (for d1): the reported product is an unknown baxter disposable instead of the previously reported unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.